Manufacturer narrative:
Physio-control further examined the device and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u23, on the digital pcb assembly.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer has been provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control verified the reported issue, but also observed that the device's display was no longer functional. As a result, defibrillation may not be able to be delivered.